Event description:
It was reported that balloon ruptured. The 100% stenosed target lesion was located in the non-tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient's body and a balloon pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.